Event description:
The device was used in a laparascopic appendectomy procedure and the deivce did not completely fire and produced incorrect staple formation. The case was completed with a same like device. There were no patient consequences.